Event description:
The steris or table started flexing in the middle of robotic surgery. The patient was put in a strenuous position and the robot needed to be un-docked because the instruments were tearing the patient's tissue internally and at the site of the trocar insertion. This was a minor injury, and only monitoring required. The table in question has been inspected by the electrical-mechanical shop as well as by steris corporation. Our inspection has found the table to be functioning as designed at the time of service. No pinched wires, defective controls/switches or malfunctions are present. The table hand control was not with the table and thus can not be inspected. Also the power cord was not found with the table. A new power cord was ordered. Table returned to service. The only modification we made was to install new rubber protective boots over the switch controls. Our inspection found some with hairline cracks. The unintentional movement of the table may have been caused by the user inadvertently leaning or pressing the table control switches or hand control.======================manufacturer response for or table, (brand not provided) (per site reporter).======================technician came out and inspected table.